Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to, endoleak, component migration and vascular trauma

Event description:
On (B)(4) 2020, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. The right internal iliac-right external iliac artery bypass was performed to preserve the blood flow into the right internal iliac artery. Trunk-ipsilateral leg was deployed below renal arteries. Since the patient's proximal neck was severely angled, a lack of device apposition was occurred at the inner curvature of the proximal neck. The ipsilateral leg of trunk-ipsilateral leg was landed on the right external iliac with 1 cm landing zone. No proximal nor distal endoleaks were detected at the final angiography and the procedure was completed. On an unknown date in (B)(6) 2020, postoperative follow up CT revealed retrograde aortic dissection from proximal side of the trunk-ipsilateral leg to the origin of the left subclavian artery. The dissection was almost thrombosed and decided to be monitored. In addition, it was confirmed that the ipsilateral leg of trunk-ipsilateral leg, which was landed on the right external iliac was migrated into the aortic aneurysm. Accordingly, a distal type I endoleak was confirmed from the right side. Also, it was found that the right internal iliac-right external iliac artery bypass procedure performed during the initial procedure was mistakenly bypassed to a different blood vessel, resulting in type 2 endoleak. As treatments, additional stent graft placement in the right external iliac artery is scheduled for (B)(6) 2020.